Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 3 patients tested on a cobas 8000 cobas ise module (double). From the data provided, 2 patient's na and k results were a reportable malfunction. Patient 1 initial sodium result 45 mmol/l and their initial potassium result was 1.6 mmol/l. A fresh aliquot from the same primary tube was tested on another analyzer and a sodium result of 141 mmol/l and a potassium result of 4.1 mmol/l were obtained. Patient 2 initial sodium result 35.2 mmol/l and their initial potassium result was 1.22 mmol/l. The patient was admitted to the hospital as testing on another analyzer was performed. The sodium result was 144 mmol/l and the potassium result was 4.1 mmol/l. Patient 2 is a (B)(6) male with a date of birth that was requested but was not provided. For both patients, the erroneous results were reported outside of the laboratory. The repeat results were deemed to correct and corrected reports were issued. For both patients, no treatment was provided due to the erroneous results. There was no allegation of an adverse event. The sodium and potassium electrode lot information was not provided. The field engineering specialist found tubing that was not far enough into reagent bottle to properly aspirate reagent out of the bottle. He also found a nut that holds the sipper nozzle that had come off. He fixed the tubing and tightened the nut on sipper nozzle. He performed ise decontamination. He checked the ise probe for proper adjustment. A specific root cause could not be determined. Follow up with the customer confirmed the issue was resolved after the service visit.